Event description:
The caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.